Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, patient was revised to addressed painful right hip arthroplasty with pseudotumor and metallosis. Patient states that her pain was on the lateral side of the hip that it made her difficult to walk, she also had a limp. Operative note reported the trunnion demonstrated minimal metallosis. Femoral component was found to be well fixed with minimal bone loss. After head was removed trunnion had minimal wear and the stem was 10 degrees anteversion. Acetabular cup was 40 abduction and 20 degrees of anteversion. Cobalt and chromium levels are below 7 ppb. Doi: (B)(6) 2009 - dor: (B)(6) 2019 (right hip).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: corrected: g1 (physical manufacturer).